Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report that the external pads are not working. There was no reported patient involvement.

Manufacturer narrative:
The customer was the only person to evaluate the device. A new external paddle set was ordered for the customer.